Event description:
A customer reported receiving a sensor error message with the adc device. As a result, the customer was unable to obtain glucose readings and experienced a loss of consciousness however, the customer was able to self-treat with glucose. There was no report of third-party intervention and no further information as reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) have been updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR was inadvertently missing the extended investigation on the reported sensor. H6 (adverse event problem) and h10 (addtl mfg narrative) have been updated to include extended investigation findings.

Event description:
A customer reported receiving a sensor error message with the adc device. As a result, the customer was unable to obtain glucose readings and experienced a loss of consciousness however, the customer was able to self-treat with glucose. There was no report of third-party intervention and no further information as reported. There was no report of death or permanent injury associated with this event.